Event description:
It was reported that the patient suffered from a vertical patellar fracture on the left knee. The event was discovered via x rays which showed the vertical fracture. The event was resolved.